Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose was unknown at the time of incident. No significant event leading to keypad anomaly was observed. During the keypad anomaly troubleshooting customer confirmed that the time is advancing. Customer also reported to have experienced a high blood glucose of over 600 mg/dl and treated with manual injection due to customer could not keep the blood glucose reading down no matter how much insulin she gave herself using the insulin pump. Customer changed infusion set and reservoir and got the blood glucose down to 131 mg/dl and woke up with a 240 mg/dl blood glucose reading. Customer also mentioned to have had experienced low blood glucose readings of 40 mg/dl - 45 mg/dl once or twice a week for the past month. Customer treated with food for the low blood glucose events. Customer declined troubleshooting for high and low blood glucose issues.. Customer was advised that the high blood glucose issues could have been due to unresponsive buttons. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: insulin pump received with intermittent button response due to flattened express bolus, escape act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.